Manufacturer narrative:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the unit had no sound anymore. It is known that the device was in use at the time of the event. No adverse event occurred. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction. Although the speaker was confirmed to be functioning per specification during testing, but it was indicated by the customer that sound was very faint at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
The customer reported that there is no sound anymore. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.